Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that an xray was taken and the lead was ok. The lead was reprogrammed.

Manufacturer narrative:
Concomitant medical products: 559445 lead implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient's right ventricular (rv) lead had high thresholds approximately ten days post implant. The lead is still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.